Event description:
As reported in the survey, respondent 25 reported that an unknown coronary guidewire indicated noticing artery spasm in a patient while proceeding with a guidewire. Spasm was easily managed by nitroglycerin coronary infusion. The device will not be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported in the survey, respondent 25 reported that an unknown coronary guidewire indicated noticing artery spasm in a patient while proceeding with a guidewire. Spasm was easily managed by nitroglycerin coronary infusion. The product was not returned for analysis. A product history record (phr) review could not be performed because the lot number for this product is unknown. Without the return of the device or images for analysis, the reported customer event ¿arterial spasm¿ could not be confirmed. Arterial spasm is a well-known and extensively documented potential complication of a percutaneous procedure. Spasm can be caused by the device manipulations inherent in any procedure causing endothelial irritation. According to the instructions for use (IFU), if any resistance is felt, e.g., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. Based on the information available there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.